Manufacturer narrative:
As received, a complete lead was returned in one piece, measuring 52.3 cm, with the helix retracted and clogged with blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the right atrial (ra) lead was failed to advance and thus could not be implanted. The lead was not used and replaced. The patient was stable.